Event description:
It was reported that during the implant procedure, it was impossible to fix the lead in a location other than the area in which diaphragmatic stimulation occurred. Lead fixation in the proximal region was attempted, but was incomplete. The lead was replaced. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.